Event description:
The advocate called for help with the customer's contour system. She performed control tests during the call and received a result of 257 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.